Event description:
It was reported that the customer complained about sensor glucose readings not being accurate. Customer has changed the sensor three times and the cannula was not bent. Customer stated that before changing the sensor; the sensor glucose reading was 20.2 mmol/l but the blood glucose was 11 mmol/l. Test plug procedure performed and transmitter passed. Customer reported that with the new sensors inserted; there was still deference between the glucose values and calibration errors and bad sensor alerts occurred. Customer was advised on proper insertion instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.